Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the device and verified the malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb) to resolve the issue. The device then passed all testing.

Event description:
This complaint was identified as reportable through a retrospective review. It was reported that a ventilator had an inoperable display while in use on a patient. The patient was removed from the ventilator and placed on an alternate device. The patient was not harmed or injured as a result of the event.